Event description:
A customer reported their meter would not turn on with test strips which led to a hyperglycemic episode that required a third-party medical intervention. The customer reportedly was seen by a physician who diagnosed him with hyperglycemia and treated with unspecified intravenous infusion. The customer also reported eating food in attempt to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint is not confirmed. Meter powered on with button. Meter did power on with insertion of strips. Did not observe power issue with strip port. This is a final report.

Event description:
Customer reported a leak was observed at the junction between the female luer of the check valve on the 5th day of use. Looseness was not observed at the other junction. The reported condition occurred during infusion. No patient injury or medical intervention occurred.